Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported t hat in 2015 or 2016 her ins "flopped" to the surface of her skin and was sticking out so she had a new ins by a different manufacturer installed.